Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, additional information received revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on additional information. It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010. According to the complainant, the physician was unable to get a good cervical seal during the hysteroscopy portion of the procedure, prior to heating up the fluid. The patient had an "extremely patulous cervix." Additional information received indicates the physician observed a leak at the cervix, but no burns were sustained. The procedure was aborted. There were no patient complications and no patient injury reported as a result of this event.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.